Event description:
It was reported to philips that the system gave remote alert stating x-ray tube current was out of range, which can impact the imaging. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint. Problem description: cause 1: it could be caused due to microleakages in the x-ray tube, a defective filament or short circuiting of the filament against the cathode cup. Occurrences overview (date/time/occurrence): (B)(6) 2026 13:18:50 20, (B)(6) 2026 14:39:47 2. Recommended action: solution 1 for cause 1: carry out the filament test in fsf/psc: diagnostics - generator - functional test - filament test - frontal. Depending on the outcome, the root cause can be determined: x-ray tube filament, grid switch, hivo or point. In most cases the x-ray tube is suspected in this case. Solution 2 for cause 1: also check ht cables and candles - inspect its pins. If a contact pin is deformed, readjust the slit using pin gauge tool. Apply silicon paste as per recommendation in "x-ray generator - known issues - guide faultfinding x-ray tubes mrc" document.